Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states.the event occurred in (B)(6).

Event description:
Customer's mother reported that within the last 4-6 weeks, her daughter is experiencing a high number of e4 occlusion messages. Patient's blood glucose readings rise when e4 messages occur. On an unspecified date, the patient was treated for 3 hours at the hospital for hyperglycemia and high ketones. Pump replaced and requested for investigation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.